Manufacturer narrative:
(B)(4): the returned probe has impact marks at the back end causing fit issues with the mating tracker. The physical damage failure mechanism was dented, nicked, scratched, bent. (B)(4): the returned probe has impact marks at the back end causing fit issues with the mating tracker. The physical damage failure mechanism was dented, nicked, scratched, bent. (B)(4): the returned probe was found to be in good condition with no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings. No problem found/no failure found. There is no 510k number as the product is not marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the cervical probe was deformed, and the thoracic and u-navlock lumbar probe would smoothly connect with the navlock, although there was no problem using them. This occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.